Event description:
It was reported during the patient's implant procedure, the left ventricular lead exhibited high thresholds. Multiple positioning attempts were unsuccessful. As a result, the lead was not implanted. There were no adverse consequences reported.

Manufacturer narrative:
(B)(4).